Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness (B)(4).

Event description:
Medwatch number: mw5091864. It was reported that a female patient underwent an unknown breast surgery with unknown mentor saline breast implants which the patient reported the following: within 6 months of getting mentor saline implants I had severe fatigue and neuropathy in my feet. The implants were in for ten years and my health declined year by year. Headaches, fatigue, nephropathy, muscle weakness, vision problems, severe brain fog. Eventually, I was bedridden and close to death. I had an explant and within a year I was healthy and went on with life. Patient had the implants removed on (B)(6) 2019. This report is for the left side.